Manufacturer narrative:
(B)(4).

Event description:
This patient developed pleural effusion. The physician wanted to revise this atrial lead however the helix was extracted multiple times during initial implantation the previous day. The physician requested a new lead to avoid any possible difficulty with the helix.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.